Event description:
It was reported that before surgery the air seal is leaking and it is not working. There was no patient involvement. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign - event occurred in australia.